Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer reported that she was hospitalized where she compared her blood glucose readings obtained on the contour next link meter and a hospital meter, and received a difference of 70 mg/dl. No specific readings were provided. There was no indication that the customer was hospitalized for a diabetic condition. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.